Event description:
The manufacturer received information alleging a ventilator was not charging its battery to full capacity. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's battery charge limit was reset to address the issue.